Event description:
Pt receiving neuromuscular re-education to bilateral vastus medialis obliquus (vmo) by way of russian e-stim using electrodes. Pt had spots on bilateral knees, two on each knee that appeared to be moles. After pt received e-stim, area to placement of electrodes was pinkish in color, however, no spot noted. (No visible spot or burn). Pt then came in one day later and 5 days later. On this latter date, a small spot approximately 2mm noted. Not raised or blistered, just spot that appears to look like other spots on leg. Last treatment of e-stim was given 5 days previous to identification of spot. Clinical engineering notified to check equipment.